Event description:
During verification testing, it was noted that the device door roller was broken.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.